Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and corrective actions for the device described in this report. A supplemental medwatch will be submitted if additional information becomes available.

Event description:
It was reported that during use of the device on a patient between (B)(6) 2013 and (B)(6) 2013, the end user noted some clots had formed in the oxygenator. No clinical consequences were reported. Ref.: (B)(4).